Event description:
It was reported the pt experienced abdominal pain. The pt was treated with medication; however, she still experienced pain. F/u identified the pt underwent a procedure and her lead was repositioned and placed more mid-line. The pt's abdominal pain had subsided and she had effective stimulation post-procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.